Event description:
Customer initially reported on (B)(6) 2015 he was having issues with inserting the quickset. He was unable to press one of the buttons. Customer was sent a new serter. Customer called back on (B)(6) 2015, he reported he was hospitalized due to the serter the customer had a site injection. Customer's blood glucose was over 200 mg/dl. Infection at site did not cause customer to go to any facility. Customer treated with otc cream. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.